Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After the immediate extraction of the tooth in ada site 19, the clinician reports the implant failed upon insertion due to inadequate torque. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
After the immediate extraction of the tooth in ada site 19, the clinician reports the implant failed upon insertion due to inadequate torque. The implant will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).